Event description:
It was reported that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2024. The patient¿s point-of-contact (poc) reported the patient¿s peritoneal effluent fluid was dark and cloudy upon inspection, and the patient was diagnosed with an infection of the peritoneal cavity (peritonitis).follow-up with the patient¿s spouse revealed the patient was discharged home on (B)(6) 2024 in stable condition. The patient¿s peritoneal effluent fluid is no longer cloudy or dark colored, and the patient¿s spouse is continuing to instill (intraperitoneal) two antibiotics (drugs, dosages, frequencies not provided) for a total of 14 days. The patient continued to undergo ccpd while hospitalized and resumed utilizing the same liberty select cycler at home without issue. The patient¿s spouse stated they were unaware of what caused the peritonitis; however, he is being ¿extra diligent¿ while initiating and terminating treatment. Per the patient¿s spouse, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient¿s spouse had no additional information to provide, and the call was concluded.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by dark cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the adverse events is unknown; therefore, causality cannot be firmly established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. However, there was no assertion the serious adverse events were related to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum . Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized on (B)(6) 2024. The patient¿s point-of-contact (poc) reported the patient¿s peritoneal effluent fluid was dark and cloudy upon inspection, and the patient was diagnosed with an infection of the peritoneal cavity (peritonitis).follow-up with the patient¿s spouse revealed the patient was discharged home on (B)(6) 2024 in stable condition. The patient¿s peritoneal effluent fluid is no longer cloudy or dark colored, and the patient¿s spouse is continuing to instill (intraperitoneal) two antibiotics (drugs, dosages, frequencies not provided) for a total of 14 days. The patient continued to undergo ccpd while hospitalized and resumed utilizing the same liberty select cycler at home without issue. The patient¿s spouse stated they were unaware of what caused the peritonitis; however, he is being ¿extra diligent¿ while initiating and terminating treatment. Per the patient¿s spouse, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient¿s spouse had no additional information to provide, and the call was concluded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.